Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 400 mg/dl. The customer was able to rewind the insulin pump. The no delivery alarm was resolved with an infusion set and reservoir change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.